Event description:
A medtronic representative reported the site had a spine clamp with a stripped screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available as part was discarded by the site. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis as suspect device was discarded by the site.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.